Manufacturer narrative:
Continuation of d10: product ID mdt-trans valve (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2023: select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two years following a transcatheter aortic valve procedure involving an evolut valve within another evolut valve, a high transvalvular gradient developed. An echocardiogram confirmed the presence of a high gradient. Subsequently, the patient was hospitalized.

Manufacturer narrative:
Updated data: e1 - phone number h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two years following a transcatheter aortic valve procedure involving an evolut valve within another evolut valve, a high transvalvular gradient developed. An echocardiogram confirmed the presence of a high gradient. Subsequently, the patient was hospitalized. Additional information was received indicating the high gradient was noted to be 100 mmhg on echocardiography. The reporter also stated that no treatment was performed to address the high gradient.